Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing low blood glucose. The paramedics were called and took him to the hospital. The customer stated that he was sleeping and his wife noticed that he was moaning. The customer stated that his wife tried to wake him up and he was unresponsive. The customer stated that his basal rate was set too high overnight. The customer stated that he adjusted it, and he was not experienced low blood glucose since then. No further info was provided.